Event description:
A malfunction alarm was reported, and it was confirmed that the malfunction code could be reset. The impact on the customer¿s blood glucose level was unknown, as the customer declined to answer whether it exceeded 500 mg/dl. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset.